Event description:
The account alleged that the pt attempted to get out of bed and that is when the pt fell down and hit their head and no alarm was heard. The pt medical history is that they dementia. No one witnessed what happened but the nurse heard them fall. The pt was seen by the doctor and CT scan was attempted but the pt was too agitated.

Manufacturer narrative:
The tech investigated the bed and found no issue, the bed exit worked as designed.